Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the device was not cutting properly; the motor rpms were noisy but within specifications, the control bar was loose, the control bar, adjustment cams, spring pin, and dowel pins were not in the correct position, and the poppet spring was damaged. The motor, sleeve, swivel, ring gear, planetary gear, poppet spring, fine adjustment cams, bearings, and screw were replaced, and the control bar was adjusted and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was noted that during surgery, the device cut too deeply exposing fat and requiring suturing. The guard was changed from a 4 to a 2 resulting in shredded skin during a test. Another tray was used and cut too deep again. During this time when pressure was set to 100 psi, the device sounded irregular when changed to 150 psi it sounded normal. Diligence is complete.